Event description:
Caller states that she obtained results of 555mg/dl and 64mg/dl on the same device within 10 minutes. No adverse event reported. Customer states that she ate candy and drank orange juice after the 64mg/dl result. No medical treatment sought or received. No quality controls were used. Requested return of suspect device and replacement was sent.